Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: did the patient experience any adverse consequences due to this issue? Unknown.

Event description:
It was reported that during an unknown procedure, the product was used for monopolar coagulation and cutting, however, it didn't coagulate properly. There were no patient consequences reported.